Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 35mm amplatzer cribriform occluder was selected for implant using a 10f amplatzer trevisio intravascular delivery system. The device was manually attached and turned 1/8 counterclockwise as per IFU during device preparation. The occluder was advanced through the delivery cable "as per normal." The cable connection was not checked prior to deployment. During deployment, the occluder "came off the delivery cable on its own whiles being deployed. It was in the correct position at the time it became detached." Therefore, no attempts were made to reconnect the device. The occluder ultimately successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of the occluder came off the delivery cable on its own during procedure was reported. The investigation found no anomalies with the function of the delivery cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. It was indicated that the cable connection was not checked prior to deployment. The cause of the reported event could not be conclusively determined, however it is possible the first occluder was not attached securely enough to the cable in the field. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.